Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/12/2014 with the following findings: visual inspection revealed that the keypad cover was torn in the area of the contrast button; this finding is unrelated to the reported event because the damage occurred after the change in button responsiveness. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently responsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported event. Unrelated to the reported event, the battery compartment was cracked below the grip pad. Also unrelated to the reported event, the display screen was dim and discolored.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow and ok keypad buttons were sticking and required hard presses to elicit a response. The patient noted that the keypad rubber was peeling around the top of the contrast button and indicated that the tactile changes had occurred prior to the damage. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.